Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe did not actuate, and the condition of aspiration was unknown during the vitrectomy surgery. There were no problems found in the settings and setting values. The probe was replaced, and the surgery was completed with no patient harm.

Manufacturer narrative:
Upon internal review event coding has been changed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.10. The lot complaint history and device history record (DHR) were not reviewed as no lot information was available for this complaint. Only the probe was returned. Upon visual inspection it was determined that adhesive from the supplier manufacturing process was occluding the gray line on the probe, preventing actuation of the cutter to occur. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. Based on the condition at the end of the tubing it appeared the occlusion of the probe prevented the probe from cutting. Action will not be taken based on this occurrence. The supplier will be made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).